Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was 430 mg/dl. Bg level was corrected with a manual injection. Customer reverted to a backup insulin pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.